Event description:
The customer observed falsely elevated magnesium results for two patients on an alinity c analyzer. The following data was provided (customer¿s reference range is 1.60-2.60 mg/dl): patient 1 initial result was 6.05, repeat was 2.10 mg/dl; the patient was redrawn in the ER and the result was 2.07 mg/dl patient 2 initial result was 8.53, repeat was 2.09 mg/dl. There was no known impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated magnesium results on an alinity c, serial number (B)(6). Through an extensive investigation, the fsr found the tbg., 2w valve to 3w valve, sample, part number c-35016380-01, loose in the connection to the sample dispense valve. The fsr tightened the tubing connection, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = patient 1 and patient 2 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results for two patients on an alinity c analyzer. The following data was provided (customer¿s reference range is 1.60-2.60 mg/dl): patient 1 initial result was 6.05, repeat was 2.10 mg/dl; the patient was redrawn in the ER and the result was 2.07 mg/dl patient 2 initial result was 8.53, repeat was 2.09 mg/dl. There was no known impact to patient management reported.